Event description:
Reporting status: serious injury. Reporting rationale: fractured stent requiring medical intervention. Device issue: fractured stent. It was reported that a 2.25 x 18 mini vision was implanted in the mid lad in 2008, during a myocardial infarction (mi). The pt returned for intervention on the rca seventeen days later. During this intervention, a fracture was noted on the previously placed stent. The stent appears to have fractured across the distal third of the stent. The area was treated with another stent. No add'l event or pt info available.